Event description:
Reportedly during surgery, a physician severed a facial nerve while using the neurosign equipment. The equipment was returned to smith & nephew, inc., ent division for evaluation at the request of the hospital. The unit was evaluated and no problems with the unit were found. The unit will be returned to the hospital.